Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end and displaced by 1.5 mm in distal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered between the two x-ray markers on the balloon. Dried contrast medium was observed in the balloon and inflation lumen. The balloon is not well folded anymore and has clearly been inflated. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU states that pre-dilatation of the target lesion is mandatory, not to apply excessive force while attempting to cross the lesion and that the pressure should not exceed the rated burst pressure.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (80 percent stenosis degree). After direct stenting, when the procedure was almost completed, it was detected during removal that the stent was not positioned as it should be. It was still on the shaft. The doctor forced to reach the lesion due to a very calcified area. The intervention was completed with another orsiro of same size.